Manufacturer narrative:
Manufacturing lot build review: a review of the mfg. Lot build database for the reported lot# 3235901 (mfg. 04/2016) showed (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the lot build. As the involved devices were not returned for analysis and confirmation the exact cause(s) of the events/issues are unknown. Upon removal of the involved tego connector there were no visually observed component damages and or abnormalities. This report and the associated information have been entered in the mfgers. Database for analysis and trending. Device not returned.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of dialysis set up consisting of palindrome catheter; bd syringes; fresenius 5008 blood lines and d1000 tego connectors. The initial information received reports on (B)(6) "upon removal of 10 cc syringe from tego connector post-aspiration of lumen (as per protocol) blood noted to be seeping from the septum when cvc lumen not engaged" the tego device was removed, replaced and discarded. There no reported serious patient injuries, no changes in baseline condition and or emergent medical treatments required.